Manufacturer narrative:
Other: device fragment in patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent sacroplasty at sacrum and iliac region. The patient had a very dense bone and was difficult to access; hence, the diamond tip introducer was hammered through the ilium and into the sacrum. Intra-op, when attempting to remove the cannula, it proved to be difficult. Thus, cannula was twisted back and forth while yanking, with the product still in place. Whilst pulling the diamond tip introducer along with the purple plastic, aspect of the working cannula broke off. The product was pulled out leaving the metal only working cannula protruding from the hip. The surgeon then grabbed hemostat and grabbed the protruding metal and began pulling and twisting the empty cannula. At this time, the metal cannula was crushed, and the metal was torn, which cut the surgeon¿s own hand. The surgeon tried unsuccessfully reintroducing the diamond tip introducer into the cannula to get a better grip. He tried once again grabbing it from a more distal aspect and ended up snapping it off beneath the skin. The cannula was reimaged, and it appeared to be in its original position within the sacrum and ilium, snapped off at the ilium cortex. The procedure was delayed due to this event. The broken fragment of the product remained retained in the bone. It is unknown whether there were any patient complications or not.